Event description:
The iab leaked. The iab was not returned to datascope for evaluation. The iab was discarded by the facility. (Event complications: unk - rpt'd 2/5/98). (Pt's current status: unk - rpt'd 2/5/98).